Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on the insulin pump is blank. Customer had tried different batteries and is not turning on. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery and to revert to back up plan until receiving a replacement battery cap if the display does not return. Blood glucose value is 242 mg/dl; treated with manual injection. Nothing further reported.